Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected external ram crc error. And displayable history crc check failed on startup alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had external ram crc error as well as displayable history crc check failed on startup alarm. The customer blood glucose level was 7.2 mmol/l. The customer was not assisted with troubleshooting. Customer stated that the insulin pump did rewind or restart and insulin pump started work again but after a while alarm repeat. The device will be returned for analysis.